Manufacturer narrative:
Weight: (B)(6).

Event description:
Same case as 2134265-2018-60936. It was reported cardiac tamponade occurred. An intellamap orion mapping catheter and intellatip mifi oi ablation catheter were selected for use during an atrial fibrillation ablation procedure. After isolation of both pulmonary veins, atrial tachycardia of the right atrium occurred and mapping was completed. When ablation was started, blood pressure decreased due to cardiac tamponade. Three hundred cc of blood were drained. After the bleeding was successfully stopped, ablation was completed successfully without issue. It was not determined which catheter the event was related to; the physician believed the tamponade was due to left atrial damage during ablation or during brockenbrough. There had been no resistance while maneuvering the catheter and there were no device issues during the procedure. The patient was stable with a good outcome.

Manufacturer narrative:
Weight: 58.6 kg.

Event description:
Same case as 2134265-2018-60936. It was reported cardiac tamponade occurred. An intellamap orion mapping catheter and intellatip mifi oi ablation catheter were selected for use during an atrial fibrillation ablation procedure. After isolation of both pulmonary veins, atrial tachycardia of the right atrium occurred and mapping was completed. When ablation was started, blood pressure decreased due to cardiac tamponade. Three hundred cc of blood were drained. After the bleeding was successfully stopped, ablation was completed successfully without issue. It was not determined which catheter the event was related to; the physician believed the tamponade was due to left atrial damage during ablation or during brockenbrough. There had been no resistance while maneuvering the catheter and there were no device issues during the procedure. The patient was stable with a good outcome. Visual inspection of the returned device found no visible abnormalities. The device passed electrical testing, curve testing, and there were no issues deploying the array. The device passed all relevant testing/inspection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.